Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue with user access. The customer reported that user access was denied to the medstation for two nurses, but they had accessed the station previously. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a user access issue. A technical support specialist advised the customer to reach out to the pyxis admin or a pharmacist to assign roles to access the station and the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device. (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue with user access. The customer reported that user access was denied to the medstation for two nurses, but they had accessed the station previously. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.